Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined the scope socket sliding pin was getting stuck, causing the front panel to flash. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera xenon light source to olympus for repair due to a report that a power surge occurred then the device was constantly blowing air and none of the functions worked as expected. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined the front panel lighting failed. This report is submitted due to the front panel lighting failure. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 28-dec-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the front panel lighting failure likely occurred from a scope detection switch failure. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.